Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported that the insulin pump has crack on the screen.customer is unsure of how the damage occurred. Nothing further reported.